Manufacturer narrative:
Field change: h3,h6,h10. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Product analysis confirmed the reported pump malfunction based on the identification of a functional test failure. Based on the results of this investigation, no escalation is required. 720185-01. 0147033013. Reservoir flat iz 100 ml. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Product analysis could not confirm the reported events through the analysis of the reservoir; the device performed within specification. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to patient was experiencing pain in his scrotum, whenever he tried to manipulate his pump; and was having difficulty working his pump. His ipp was removed, and replaced with a tactra device. No adverse patient effects. Additional information was received. Patient had poor manual dexterity; therefore the patient was having difficulty cycling his device as well.

Manufacturer narrative:
720185-01, 0147033013, reservoir flat iz 100 ml.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to patient was experiencing pain in his scrotum, whenever he tried to manipulate his pump; and was having difficulty working his pump. His ipp was removed, and replaced with a tactra device. No adverse patient effects. Additional information was received. Patient had poor manual dexterity; therefore the patient was having difficulty cycling his device as well.